Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 5 reports linked to mfg report numbers: 3013886523-2022-00471, 3013886523-2022-00472, 3013886523-2022-00474, 3013886523-2022-00475. A physician reported an unknown certas valve was implanted in a 20 month-old female patient on (B)(6) 2022. The valve was found at an incorrect setting after MRI using both hand held and manual devices on multiple dates ((B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022). Therefore, the valve was removed. Note: although only one valve was removed, five reports have been opened for this event because it is unknown if the valve remained with the wrong setting during 10 days, or if the setting was corrected/adjusted each time it was found incorrect (5 occasions). A request for clarification was sent; however, no additional information has been received. Our reasoning is that the valve changed the setting in 5 occasions.

Manufacturer narrative:
Additional information received; certas valve 82-8810pl. Implanted (B)(6) 2022. Removed on (B)(6). Lot # 6247702 . Confirmation received: question: from date (B)(6) 2022 to (B)(6) 2022, the valve setting was incorrect for ten days, or the setting was corrected and then the valve changed the setting in 5 occasions ((B)(6) 2022). Answer - "the valve setting was noted to be incorrect on each of those 5 dates for at most a couple of hours after MRI, and then was reprogrammed.". "Meaning, on (B)(6), we got an MRI scan, checked the setting, fixed the setting, and all was well until the next MRI. With a repeat MRI the same day, we saw the same issue, and fixed it promptly. With another scan on 9/14, same sequence, etc.".

Event description:
N/a

Manufacturer narrative:
The certas valve (ID 828810pl) was returned for evaluation device history record (DHR) - the product code 82-8810pl with lot 6247702 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected, needle holes in the needle chamber were noted as well as liquid and biological debris in the valve casing. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the ruby ball and on the cam / ball arm assembly as well as the "rc". The root cause for the pressure issue noted during the investigation is due to biological debris found on the ruby ball and on the cam / ball arm assembly as well as the rc, the debris was stopping the ruby ball from being seated correctly. The possible root cause for the programing issue reported by the customer could be due to ¿valve no longer MRI resistant, can unintentionally change setting.¿